Manufacturer narrative:
This report is being filed on an international product, list number 08p08 that has a similar product distributed in the us, list number 04p53, with PMA number p110029. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I hbsag assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 63419fz01. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the lot number 63419fz01 and complaint issue. In house sensitivity testing was performed using a retained kit of lot 63419fz01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic or deficiency of the alinity I hbsag assay lot 63419fz01 was identified.

Event description:
The customer observed a false nonreactive alinity I hbsag for one patient. The following results were provided (reference range was 0-0.05 iu/ml): initial hbsag result= 0.00 iu/ml; repeat result= 0.00 iu/ml; repeat result (500-fold dilution) <175 iu/ml; colloidal gold test strip result= positive; elisa result= positive. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false nonreactive alinity I hbsag for one patient. The following results were provided (reference range was 0-0.05 iu/ml): initial hbsag result= 0.00 iu/ml; repeat result= 0.00 iu/ml; repeat result (500-fold dilution) <175 iu/ml; colloidal gold test strip result= positive; elisa result= positive . There was no impact to patient management reported.